Event description:
My 770g medtronic insulin pump has not worked "properly" for over 2 months, but no one could help me figure out "or" understand why. I have had a series of daily life blood sugars for these 2+ past months (in the 40-60 range). Finally, after a visit to the ER on 1/2, I reached out to the local minimed rep, who was quite helpful. She was planning to assess (and still will, I presume) my blood sugar levels for a week, and then help me trouble shoot the pump itself. I have already recently replaced my cgm transmitter and gotten a new blood sugar meter, and several replacement cgm sensors. On friday evening, (B)(6) 2023 I was prompted to change the aa battery in my pump. I had already removed the pump cover more than once, and visually observed for any cracks on the equipment. I saw nothing. But this time, when I physically removed the battery, I could see inside the battery cap, and there was a huge crack. I do not have any recollection of doing my pump. And if I did, then my strong silicone cover that it is protected by, "should" have prevented a crack. Since at least (B)(6) of 2022, medtronic has been sending me "urgent medical device correction" emails about the battery cap itself. So I knew to check for this, and had done so more than once. They are aware, therefore, that the product is defective. I was not told to check inside the battery compartment, so that was not on my radar to look out for (like the battery cap was). I feel completely unconfident in the physical structure of this 770g model of their insulin pumps. My pump was giving me incorrect readings for over 2 months. It was obviously not connecting properly to the battery compartment, but I did not know this! For example, one day recently my cgm/pump reading told me my blood sugar was 45. My blood sugar meter (brand new accu-check product, considered to give the most accurate reading of the two devices) said that I was actually 122. On wednesday (B)(6) 2022, my cgm read that I was 52, and my meter proved that I was actually 178. At that point, I was unaware of the large crack in my insulin pump battery compartment. I am unhappy with the quality of this product, and many others are as well. Minimed is aware, as they have sent out multiple emails; and, even their representative told me over the tech support helpline two days ago, that this model of the pump has this problem that many consumers complain about. It is an unacceptable situation, in my opinion, that the battery functioning of the pump is compromised in this way. I had a harrowing experience at the ER from a stress-induced tension headache and high blood pressure. The only stress in my life currently, is coming from the complete and unpredictable nature of my blood sugars. I cannot control them, or calibrate the sensors, with such erratic and inconsistent readings. The only positive here is that all who I spoke with at medtronic have committed to replacing items I have lost (mostly sensor) due to bad information. They offered to replace my transmitter due to this problem--I did not have to ask. And they replaced my insulin pump within less than 24 hours, on a weekend, once I reported the broken battery connection. Including the local rep, who helped me walk through each step of this process. Their customer service is superb, even when their product is not. I do still have the defective product as of 1/7/2023, but I just received the replacement on this date, and I am supposed to mail it back within 7 days or I will be charged over (B)(6). I will not be able to hold onto it longer. Thank you.